Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to: endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on an unknown date, a patient underwent endovascular treatment of an abdominal aortic aneurysm. On (B)(6) 2015 the aneurysm measuring 69mm. A gore® excluder® aaa endoprosthesis was implanted. On (B)(6) 2015 the aneurysm measured 68mm. On (B)(6) 2016 the aneurysm measured 69mm. On (B)(6) 2016 the aneurysm measured 70mm. On (B)(6) 2017 the aneurysm measured 71mm. On (B)(6) 2019 a reintervention was performed to treat a type ii endoleak whereby onyx embolization of the aaa sac was performed. A type ib endoleak was treated with distal extension on the right side. Additionally, a left femoral endarterectomy and patch angioplasty was performed.